Event description:
The pt stated that, while removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod and 315 units of insulin spilled inside the cartridge compartment. Proper removal and insertion of the insulin cartridge was reviewed with the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.